Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.7, inratio: 1.3, lab: 4.8. Trainer's meter. Patient's meter. Three times a week the patient receives hemodialysis which include heparin. Patient began using the inr meter last thursday and the trainer got a result of 1.7 on her meter and her lot of strips (sn and lot not available). Then they tested on patient's meter and got a 1.3 (no sn or lot available). Customer went to the hospital to obtain a lab draw nervous about her low readings. Patient was admitted to the hospital later that night and tested a 4.8 on the venous lab draw 3 hours after her inr testing.